Event description:
Sigmoidectomy surgery was performed in 2009. On day, the pt returned to the hospital due to abdominal pain. CT scan was negative. Abdominal x-ray that was performed later on the same day indicated air in the abdominal cavity. The pt was reoperated and dehiscence of the anastomosis was indicated. At the time of the re-operation the ring was not seen at the area of the anastomosis.